Event description:
Procedure type: cholecystectomy. Patient gender: unknown. According to the reporter: the staples were crossed. Or time was not extended longer than 30 minutes but the clip did scissor the vessel. There was no additional blood loss. The cystic duct was damaged and it became difficult to suture due to damage.

Manufacturer narrative:
Date of initial report sent: 08/20/2009.